Manufacturer narrative:
The pump was returned to animas for eval. During eval, the force sensor assembly was found to be damaged.

Event description:
Pump was returned to animas. Eval revealed partially a damaged force sensor assembly. This report is being made based on the eval results.